Event description:
It was reported that a patient using an fsl3+ sensor with the ilet experienced lack of glucose readings approximately one hour after sensor start, with a ¿sensor unavailable¿ alert and apparent signal loss between the fsl3+ and the ilet. Symptoms included no adverse clinical effects. Outcomes included no change in therapy beyond entering a confirmatory fingerstick value on the ilet and planning to replace the sensor if readings did not resume. Investigation included technical support troubleshooting and user education regarding sensor warm-up and signal availability. Investigation of this case revealed that the system behavior was consistent with temporary sensor unavailability following insertion and potential communication interruption. It was concluded that the event was related to sensor signal availability and communication, with no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.